Manufacturer narrative:
Follow up report #1 was inadvertently submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.